Manufacturer narrative:
(B)(4). Manufactured february 17, 2016; february 19, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed an untightened blue winged luer cap. Functional leak testing was performed with no leaks noted when the blue winged luer cap was tightened. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor (2 ml/h) had a leak at level of cap wing luer. This occurred before use, during storage. The device was filled with an unspecified amount of an unknown drug. There was no patient involvement. No additional information is available.